Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd pump exhibited "no disposable, clamp tubing" alarm. Per reporter, the alarm resolved with backup pump. It was subsequently reported that both pumps are alarming with the same cassette. No adverse patient effects were reported. Per reporter no additional information is available at this time.